Event description:
Based on limited information provided by the user facility, during a lateral release procedure, the insulation on the probe had peeled back. No patient injury or complications were noted.